Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were not detected on the communication bus at the station. A field service engineer tested the storage space and found no issue present in the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the 5c pyxis, main drawer 1, main drawer 4 mini-drawer, and the e-lock temperature monitor, all displayed a message indicating "device not detected on the communication bus". The malfunction occurred when a user tried to dispense medication to the patients, causing a delay to the patient's care. There were no adverse events or injuries reported based on this event.